Event description:
Cardiac arrest in theatre, patient subsequently passed away.

Manufacturer narrative:
(B)(4). Baxter initial assessment: based on the available information a causal relationship cannot be determined at this time. Additional information received by pharmacovigilance: baxter has made five (5) follow-up attempts thus far (11th, 12th x 2, 13th by phone) and 13th by email. We were able to speak to (B)(6), the theatre manager. She confirmed that they suspect the drug evicel primarily, but that tisseel and floseal had also been used. She agreed to be contacted by email and I have sent her a combined list of questions. Baxter sent a reminder email to the theatre manager (B)(6) 2012, so the questions have now been sent twice. The baxter account manager for the hospital will visit the hospital on friday and will follow-up with the user facility. Access to the surgeon is very unlikely as he is reported to be distraught at losing his first patient. The theatre staff has refused to name the surgeon so we cannot approach him directly. The account manager was able to get some additional information. The incident occurred on (B)(6), 2012. The patient was in theatre for a laminectomy. During the operation an uncontrollable bleed occurred, for which floseal was applied. This did not work, and therefore tisseel was applied. The patient then went into cardiac arrest. The account manager reported that the spinal surgeons at the hospital were not trained to use tisseel and floseal. A post mortem was due to be conducted on friday 13th. Evicel is an ethicon/johnson & johnson product and has been sent to them as appropriate. No sample available as product was used. Baxter is attempting to acquire additional information regarding this case from the user facility so we may perform a complete causality assessment. A follow-up report will be submitted upon receipt of additional information, if available.

Manufacturer narrative:
Complaint no: (B)(4). The baxter account manager has spoken with the hospital and has reported back the following information: the post mortem was carried out on the 13th of january. The results revealed that evicel was sprayed onto the spine, which created an air embolism leading to the fatal cardiac arrest. Floseal was also used during the operation but tisseel was not. The confusion about tisseel was created because the surgeon asked the theatre manager to call the tisseel account manager rather than the evicel account manager for advice and the theatre manager had therefore incorrectly assumed that tisseel had been involved. The reporter has stated that the use of floseal was completely unrelated to the events of air embolism, cardiac arrest and death. Because they do not suspect any baxter drug/device they have requested that we do not pursue them for more information. They may make more information available after their own investigations have concluded. Baxter follow-up medical assessment summary: the cause of death (determined by autopsy) has been a cardiac arrest following air embolism due to air entering the vascular (venous) system following spray application of evicel fibrin sealant (ethicon biosurgery, johnson & johnson). Floseal has not been involved in the causality of the fatal event. Based on the temporal relationship and the cause of death we can exclude a causal relationship of the air embolism and the subsequent events with the application of floseal. Based on the additional information, this case is deemed closed.